Manufacturer narrative:
The operator had the isocenter centroid distance set a large distance away from the markers. The software was set to "rotation and translation" mode. If the target point is not in the same anatomy (organ) as the markers, it may move differently than the marker does and recommend shifts which do not match what the clinician expects. Review of the patient marker locations with the identified isocenter placement indicated the software should recommend a shift of 1.2 cm. Switching the software to "translation only" modality allowed the software to correctly calculate a recommended shift of 1.17 cm. A notification letter was generated and mailed out to all users on 4/14/06 to help users understand which modality to utilize for optimal treatment calculations. [See scanned pages.]

Event description:
Customer reported that the software was recommending shifts to the patient for treatment. However, the clinician did not feel that shifts were necessary based on the seed placement. This was a new patient set-up, and no treatment had been conducted on the individual.